Event description:
It was reported patient underwent a revision procedure post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.